Event description:
It was reported that (1) device was used during a hemicolectomy. It was reported by the affiliate that the tl60 device does not fire. Another device was used to complete the case. There was no consequence to the patient.